Manufacturer narrative:
Patient's height reported as 165 cms. Patient's year of birth : (B)(6). A product investigation was conducted. Visual inspection: the visual investigation confirmed that the connection part at the proximal end of the multiloc proxim humeral nail is damaged; one part is broken off. The shaft is in good condition and shows normal signs of use. Dimensional inspection: the relevant feature is damaged in a manner which prevents accurate measurement. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The material and material properties of this multiloc proxim humeral nail were determined to be conforming at the time of manufacture. This nail is made of (B)(4) per iso (B)(4). Furthermore, these nails are inspected per 100% before they leave the manufacturing facility . Summary: the multiloc proxim humeral nail was examined and the complaint condition is confirmed as the proximal part of the multiloc proxim humeral nail is damaged ¿ one part is even broken off. This production lot (1l25440) was manufactured in november 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The damage occurred is determined to be post production/acceptance criterias. The deformation of the proximal end of the multiloc proxim humeral nail clearly indicates that high forces were applied during use. Most likely the connecting screw was not properly connected to the nail. Consequently, only gentle hammer blows can damage the connection. In this regard we would like to point out that further information / precaution hints can be found in the respective surgical technique (dsem/trm/0115/0301). The investigation found no manufacturing related issues that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A device history record (DHR) review was conducted: part #: 04.016.035s. Lot #: 1l25440. Manufacturing site: (B)(4). Release to warehouse date: 05. Nov. 2018. Expiry date: 01. Oct. 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a left humerus nailing procedure on (B)(6) 2019 to treat the lesion of the bone metastasis of left humerus. During the procedure, the surgeon tested an humeral nail but there was a problem. The surgeon removed the nail and discovered that the nail is broken at the extremity. All the fragments were removed. Surgeon used another nail to complete the procedure. Procedure was delayed by fifteen (15) minutes. There was no patient impact and clinical consequence reported. This report is for one (1) ti multiloc prox humeral nail/left/cann/160mm-ster this is report 1 of 1 for complaint (B)(4).